Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen became unresponsive. Reportedly, the customer is unable to unlock the pump. Customer's blood glucose level was not impacted. Customer stated that they have back up injections for insulin therapy.